Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor outlet filter and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator had a leakage in the compressor outlet filter. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). Additional information was received; indicating that no patient was involved during vent malfunction.